Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa21, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa21 mitroflow aortic pericardial heart valve at the time of manufacture and release. Based on the limited information provided, it was not possible to determine the root cause of the event. Furthermore, it is not possible to identify whether a device-related adverse event has occurred. Nevertheless, based on the document review performed, no manufacturing deficiencies were identified. Device evaluated by MFR: unable to follow up.

Event description:
A mitroflow lxa21 was implanted on (B)(6) 2013. The valve was explanted on (B)(6) 2018 and replaced with a perceval pvs23. No further information was available.